Event description:
It was reported that during a ptca procedure, the rocket bound on the wire upon insertion of the device. The device had not yet gone into the coronary anatomy. The device was removed from the wire and it was noted that the clear tip of the catheter had separated and remained on the wire. Ultimately, it was impossible to remove this tip off of the wire. The wire was removed and discarded.